Event description:
Glenosphere inserter threads broke off when implanting final glenosphere. The threads stayed in pt and glenosphere was intact. Was not able to put retaining screw in.

Manufacturer narrative:
See scanned page.